Event description:
It was reported that the side medication infusion port began slowly leaking of tpn and the rn was not able to identify the cause.

Manufacturer narrative:
The customer¿s report that the side medication infusion port began slowly leaking was confirmed. Visual inspection of the set noted no damage or any anomalies. Examination under magnification observed insufficient solvent at the end of the tubing that created a slight separation and a resulting leak path. Functional testing confirmed leaking at the engagement between the tubing and the distal smartsite inlet port. The tubing was measured and found to be within measurement specification. The root cause of the separation and leak path is insufficient solvent during the manufacturing process.

Manufacturer narrative:
Initial reporter occupation: materials management manager. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the side medication infusion port began slowly leaking of tpn and the rn was not able to identify the cause.